Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 2 of 2 for (B)(4). It was reported that on (B)(6), 2021, the patient underwent the surgery for femoral neck fracture with the fns implants in question. According to the report, the surgery was completed successfully without any surgical delay. After the surgery, femur head osteonecrosis was confirmed on an unknown date. The fns implants were removed and replaced with artificial bone head on (B)(6), 2022. In the revision surgery, the locking screw could not be removed with dedicated screwdriver (fns -4). The locking screw head was stripped because of repeated attempts to remove the locking screw. A screw for extraction and a drill for extraction were used as per the rescue procedure surgical technique, but the locking screw did not come out. Eventually the surgeon drilled the screw head with a drill carbide and removed it. The remaining screw shaft part was removed using a halo reamer and an extraction bolt. Some metal fragments were scattered in the body when a drill carbide was used, but they were thoroughly washed and removed as much as possible, and the surgeon judged that there was no problem. The surgery was completed successfully with 1 hour delay. No further information is available. This complaint involves two (2) devices.

Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.